Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2016 the customer states the unit needs calibration. Upon triage on (B)(6) 2016 the service tech found the unit had no buzzer.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the service technician finding of no buzzer during triage¿. It was noted that the operational amplifier was dislodged. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.